Event description:
A physician attempted arteriotomy closure using the perclose at 6 fr suture mediated closure system in the superficial femoral artery (sfa). The suture broke and the device was removed. Hemostasis was achieved with manual compression. While in the hospital, the patient developed a 200cc scrotal hematoma. It was treated conservatively and through natural absorption.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The lot number was provided and review of the device history record for this lot is forthcoming.